Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A dxterity diagnostic catheter was used during a procedure to treat a lesion in the ostium/proximal and mid rca. No resistance encountered when advancing the device, and excessive force was not used during insertion/delivery. The patient had presented with an acute mi, and was haemodynamically stable at the time with mild chest pain. ECG showed anterior wall st elevations. A right radial approach was performed and a 5 fr tran catheter was employed for use. The rca was crossed first. On torqueing the catheter to get it to face the rca, it turned and suddenly dived (deepthroat) into the rca reaching the mid rca. It was immediately withdrawn to the proximal vessel. Once seeing that the pressures were stable, the physician started to take pictures. The second injection revealed a dissection of the rca which extended to the distal vessel. The dxterity diagnostic catheter was withdrawn and the rca engaged with a jr guide and a zinger wire was used to try and gain access to the true lumen. While it appeared that the wire did engage the true lumen and even a marginal branch, stenting of the proximal rca was performed which only resulted in a no-reflow event and a dissection of the aorta also occurred. The patient went for emergency surgery with bypass of the rca and lad (culprit vessel re mi). The patient spent almost two weeks in ICU and subsequently died of a massive lower gi bleed despite the good recovery of cardiac function.

Manufacturer narrative:
Additional information: there was no stenosis present in the rca. Stenting of the proximal rca was performed with a non-mdt stent. The dissection of the aorta is not believed to be linked to the zinger wire. Patient remained on an iabp and adrenalin infusion for about a week post-surgery. Patient developed renal impairment and underwent one course of dialysis. The gi bleed is believed to be secondary to bowel ischaemia secondary to the adrenalin infusion that the patient was on. The patient was on dapt from admission to the referring hospital. If information is provided in the future, a supplemental report will be issued.